Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's main key pad assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device charge button would only function if pressed on the right or left side. In this state the device may not be able to charge and deliver defibrillation therapy if needed. There was no patient involvement reported with the event.